Manufacturer narrative:
This report concluded our investigation. Should additional information become available, a follow-up report will be submitted.

Event description:
Boston scientific received information that the patient with this right ventricular lead, expired 23 days post implant. No remarkable issues reported during the implant procedure; however, the patient sought recent medical care at which time CPR was administered and a pericardial tamponade confirmed. That evening, a pericardial paracentesis was performed with the excess fluid removed. The following morning, the implanted system exhibited favorable measurements with confirmed normal product operation. It was reported that over the course of that morning, blood flow into the pericardial drainage had decreased and around mid-day, another drainage procedure performed. After the patients relocation, a sudden "flush of blood" was observed and the patient expired due to loss of cardiac output. The physician reported that he assumed a perforation/rupture of the ventricular wall had occurred. The initial cause of the pericardial tamponade remained unknown. The lead is not being returned for a post market assessment.